Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a other (unusual issue) issue; the pump continually alarmed "no delivery". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: review of the black box data revealed on unusual call service alarm 163 for ¿no cartridge detected.¿ there were loss of prime warnings following replace cartridge and no cartridge detected alarm observed in the black box history. During testing, the pump performed the ezprime steps with no loss of prime warnings occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no loss of prime warnings occurring. The force sensor calibration reading was found to be within the required specifications. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The force sensor flex was intact with the pins seated appropriately in the connector. Investigation was unable to duplicate ¿alarm no injection¿ issue. Unrelated to the original complaint, the display was found to be dim, faded, and discolored.